Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with an empty reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a lap gastric bypass procedure, the stapler was used without butt dressing material. It worked well until it was fired to close the enterotomy side-to-side anastomosis of small bowel. After firing it was obvious that the middle part of the staple line didn't form at all. They were still in a u shape in the bowel wall and on the bowel wall. How did the surgeon solve the problem: the surgeon used a v-lock suture of covidien to suture the otomy. After that he used a new device to close and transect the blind limb proximal to the entero-entero anastomisis. Another device was used to complete the procedure. No patient consequence reported.